Manufacturer narrative:
(B)(4). No devices returned, log review only. The requested log review for an over infusion of morphine was completed and confirmed the customer's suspicion that the wrong drug was selected. No device malfunction was alleged or is believed to have occurred. The event log indicates that for the date and time period in question, the user selected the drug hydromorphone 10mg/50ml instead of morphine 50mg/50ml as intended. This programming error resulted in 5 times the intended dosing of 2mg. The log also indicates the user programmed the lockout period to be every ten minutes allowing more frequent doses than every 20 minutes as intended. The intended max limit of 6mg/1h was also exceeded; the user programmed the max limits to be 15mg/1h. The root cause for the customer's reported incident is being attributed to user programming.

Event description:
The customer reported that a new syringe was installed in the pca module at 11:15 am on (B)(6) 2013 and at 12:30 pm the syringe was empty. The drug order was reported to be morphine, 1 mg/ml in a 50 ml syringe, pca only, dose=2 mg every 20 minutes with 6 mg/h maximum. The customer also stated their policy is for two rns to program and confirmed all pca infusions. The customer had alleged that the nurses may have programmed hydromorphone dosing instead of morphine. The pt was lethargic, the physician was notified and naloxone was administered. No additional pt or event information was provided.